Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿incorrect balloon design (balloon wall thickness excessive)". However, there was insufficient information to confirm this potential root cause. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "note: it is not necessary to pre-test the foley catheter balloon. Foley catheter removal 1. To deflate catheter balloon: gently insert a luer lock or slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. 2. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. 3. Use only gentle aspiration to encourage deflation if needed vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. 4. If the balloon will not deflate and if permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. 5. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that temperature sensing foley catheter balloon would not deflate. Per follow up response via email on 26jul2024, customer stated that defect was noticed during pretest. No patient impact just a short delay because another catheter tray was needed.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is performed and found nothing that could have caused or contributed to the reported event. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that temperature sensing foley catheter balloon would not deflate. Per follow up response via email on 26jul2024, customer stated that defect was noticed during pretest. No patient impact just a short delay because another catheter tray was needed.